Event description:
It was reported that during an unknown procedure there was a message to relax pressure on the blade, they reassembled the device. The device then displayed the same alert screen. It was not known how the procedure was completed. There was no patient consequence reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was attached to the generator and a tighten assembly screen was seen which is similar to the reported relax pressure on blade. Screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in yellow alert screens, such as ¿tighten assembly¿, "relax pressure on blade", or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure .